Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 38 instructing a restart, consistent with a consecutive stalled motor malfunction, and the user and caregiver attempted multiple restarts without resolution; a replacement ilet was arranged and the user transitioned to backup therapy with blood glucose reported as unaffected. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included no need for medical intervention or hospitalization and continued glucose monitoring with the user¿s dexcom system during the interim. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.